Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 25.5 diopter intraocular lens (iol), during handling prior to insertion had a debris on it. There was no patient contact and product will be returned. No other information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/22/2019, device returned to manufacturer: yes. Device evaluation: the returned sample was received and revealed that the sample received was the folding carton of the pcb00 device with the directions for use (dfu) and blank label belong to the packaging. No pcb00 device or lens was returned. The complaint issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was no deviation and/or discrepancy found during the mrr (manufacturing record review). The units were released according specification on the catsweb system was performed and this revealed no additional complaint was received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.